Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left breast implant saline mentor smooth round moderate profile 375cc, serial number (B)(4), catalog number 3501660 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate profile 375cc saline breast implants that both side deflated and the issue of capsular contracture after the implantation. As a result, the patient had bilateral replacement on (B)(6) 2018 with gel implants. The capsular contracture was baker grade 3.